Manufacturer narrative:
This supplemental report is being submitted to provide customer information. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported to olympus the issue was found before unknown procedure, the exera2 endoscope was replaced by exera3 endoscope, and the intended procedure was finished with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. An olympus field service engineer went onsite and inspected the device. The customer's complaint was confirmed and caused by a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center received a e315 incompatible scope error when connecting the endoscope. The issue was found during preparation for use. The procedure was completed using a similar device and the device was inspected before usage. There were no reports of patient harm.